Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced several boards without success and eventually the issue was solve by the replacement of the patient bridge. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the issue was a mechanical\electric defect on the stirrer motor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a stirrer motor malfunction during procedure. There was no report of patient injury.